Manufacturer narrative:
The 26mm commander delivery system was returned, partially inserted through the sheath. A visual inspection of the device was performed, and the following was observed: valve returned crimped on the proximal end of inflation balloon and appears stuck in sheath housing. Crimp balloon (I/c bond) torn. No functional test was performed due to the nature of the complaint. The complaint was confirmed through visual inspection. Dimensional inspection was performed, and measurements of components were within specifications. Imagery was not provided for review. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of a work order was performed and revealed no other complaints relating to the complaint. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The crimp balloon was visually inspected. The commander delivery system was visually inspected for physical damage (kinks and cracks) and loose or missing components. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. During visual inspection of the returned device, the valve appeared to be stuck inside the sheath housing. Per the training manual, the delivery system with undeployed crimped valve should be retrieved back into the sheath tip and remove entirely with the sheath as a single unit. It is possible that the device was excessively manipulated upon retrieval of the delivery system/crimped valve inside the sheath housing. Attempts to retrieve the delivery system with crimped valve through the sheath can cause the valve to get caught on the sheath housing seals. In such condition, continue pulling the delivery system can cause the balloon to tear. The instructions for use was reviewed for the commander delivery system. Warnings: the devices are designed, intended, and distributed for single use only. Do not resterilize or reuse the devices. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. Prepare the components: visually inspect all components for damage. Ensure the edwards commander delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. Attach a 3-way stopcock to the balloon inflation port. Partially fill a 50 cc or larger syringe with 15-20 ml diluted contrast medium and attach to the 3-way stopcock. Fill the inflation device provided by edwards lifesciences with excess volume relative to the indicated inflation volume. Lock the inflation device and attach to the 3-way stopcock. Close the 3-way stopcock to the inflation device provided by edwards lifesciences and de-air the system using the 50 cc or larger syringe. Slowly release the plunger and leave zero-pressure in the system. Delivery system preparation: visually inspect the delivery system, qualcrimp crimping accessory, crimp stopper and loader for damage before unpacking. Ensure the delivery system is fully unflexed. Attach high pressure 3-way stopcock to balloon inflation port. Prepare 50 cc or larger luer lock syringe with 15-20 ml diluted contrast solution and attach to 3-way stopcock. Fill inflation device with excess volume relative to the indicated inflation volume, lock, and attach 3-way stopcock. Close stopcock to delivery system and de-air inflation device. Close stopcock to inflation device and de-air delivery system with luer lock syringe ensuring no fluid is left in balloon. Air bubbles might be observed in the delivery system when pulling vacuum with the syringe. Check that you have de-aired the delivery system only when at neutral pressure. Note: partially inflate balloon to facilitate de-airing. Do not inflate past 20-30% to maintain balloon shape for the procedure. Leave neutral (zero) pressure in delivery system after de-airing. Thv retrieval back into sheath: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for "general risks - failure - balloon torn" was confirmed. A review of the device history review( DHR,) lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for "general risks - failure - balloon torn" was confirmed. However, no manufacturing non-conformances were identified during evaluation. A definite root cause was unable to be determined at this time. Available information suggests procedural factors (improper device removal technique/excessive manipulation/) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action (CAPA) nor a product risk assessment (pra) is required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an implant procedure with a 26mm sapien 3 ultra valve, there was challenging access and the push force was too high. The user removed the delivery system and 14fr esheath and the sheath was replaced with a 16fr. The result was great. As per pre- decontamination engineering findings, the crimp balloon was torn.